Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited foreign material in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of foreign objects in the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reprocessing was not completed because the bending section cover leaked. As a result, foreign material remained at the distal end, between the plastic distal enc cover and biopsy channel. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in bf-1tq170 operation manual chapter 3 ¿preparation and inspection¿. IFU states the preventive measure in bf-1tq170 reprocessing manual chapter 3 ¿reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.